Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump's audio and vibratory functions were not working; the pump did not vibrate and made no sounds. The patient noted the pump had not been exposed to moisture or received any trauma. The patient replaced the battery however the issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.